Event description:
The PICC was placed sunday evening by the nnp. Radiology took two xrays to confirm correct placement, but no contrast dye was used to view catheter. The radiologists visually confirmed the PICC passage through the midclavicular into the superior vena cava. The patient was not responding to therapy. The neonatologist was informed of the situation first think the following morning ((B)(6)). He pulled the xrays and was unable to see the PICC line passage at the midclavicular. Based on the calculations he felt the pic may have been inserted too far, but due to varing anatomies and other medical circumstances he trusted that the radiologists saw the PICC when he did not. Upon investigation it was determined that the PICC had in fact been inserted 4cm too long, passing through the right atrium into the right ventricle into the pericardial cavity. It has been acknowledged that the PICC itself did not fail, however it is being cited as the device involved in the incident.

Manufacturer narrative:
This device was not returned to vygon for evaluation, but the complaint will be forwarded to the manufacturer for review. Additionally, vygon is in the process of following up with the user of the device for news on patient outcome.